Event description:
Report rec'd that the scalpel blade broke at the initial incision during a shoulder arthroscopy procedure. The blade broke at the area where it attaches to the blade handle. The report source states the blade was easily retrieved and three were no adverse effects to the pt. There were reportedly two other incidents with other cases where the blades broke in the same area, when they were being applied to the blade handle. No add'l info was available.

Manufacturer narrative:
Two broken, used blades were rec'd and have been sent to the MFR/supplier for eval. Once an eval report has been rec'd, the results will be submitted in a f/u medwatch report.